Event description:
It was reported by pt that he has been experiencing pain. Surgery began with a femoral block on the wrong leg and that was realized 3/4 of the way through the case." Pt also stated that when on the recumbent bike (for rehab) and also regular bike and completing a full circle, pt hears a clunk. Also when extending his knee and walking down stairs, you hear and feel a loud clunk. Pt also explained that when trying to cross his leg, the pain is unbearable and hard to continue with everyday activities. Pt is currently wearing a dynatrack patella stabilizer. Surgeon told pt that something is not tracking right and if the stabilizer does not help, he would have to go back to surgery.

Manufacturer narrative:
Investigation pending. No add'l info available at this time.